Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead and left ventricular lead were dislodged due to twiddler syndrome. Both leads were explanted and replaced there were no patient consequences.

Event description:
New information received notes that the lead dislodgements resulted in loss of capture. The lead dislodgements were confirmed by x-ray.